Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no findings related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device would not score through the skin. The event timing was during surgery. This caused a 10 min delay. Surgeon had to mesh the skin by hand, surgeon also had to take a second graft due to the first one not taking. No additional patient consequences were reported as a result of this malfunction.